Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when the surgeon attempted to engage and lock the pump into position, the surgeon reported difficulty with the slide lock. The surgeon commented that the slide lock was not snapping/locking into place as usual, and it was taking 4-5 times to lock the pump.